Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3. H6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-apr-2022 to 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that malfunction was due to a broken wire. A field service engineer replaced the sensor and ran hardware test application for all drawers to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer would not open. The customer stated the patient was on the table, but the procedure had not started yet. The user was able to get the drawer open by opening the back, but as the drawer would shut, it would not open again. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. No patient harm or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 2-1 failed to open due to a broken wire in open/close sensor. A field service engineer replaced the open/close sensor to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open while a patient was on the table and the procedure was about to start. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.